Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_wrench_acc, product type: accessory. Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the device could not achieve the desired threshold on (B)(6) 2016. The implantable neurostimulator (ins) was used in the patient. The ins was explanted and was returned. There was not patient death and there was no patient injury.